Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1994, explanted: (B)(6) 2016, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported the patient was having stimulation issues since their implantable neurostimulator (ins) was implanted. It was stated the leads began causing other parts of the body to feel stimulation. The patient had their leads replaced on (B)(6) 2016. It was also mentioned the patient had a minor stroke and began having tremors. It was noted that things were working now. The patient had a follow-up appointment on (B)(6) 2016. The patient was implanted for complex reg pain syndrome type I and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated that there was a device issue, patient/therapy issue, procedure issue, etc. When asked to clarify the stroke and having tremors. Troubleshooting related to the stimulation in the wrong location included high voltage. The cause of the stimulation in the wrong location was determined. It was also noted that it was resolved with revisional surgery.

Manufacturer narrative:
Additional review indicated (B)(4) is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the strokes the patient had experienced were not related to the device or therapy. The hcp stated that the patient¿s very high voltage lead to muscle over-reactivity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.